Event description:
It was reported that a user of the ilet experienced glucose fluctuations with persistent hyperglycemia in the low-to-mid 300s despite consistent meal announcements, followed by nocturnal hypoglycemia to 45, and was advised to change out all supplies; the user also received additional training and planned international travel with a time-zone shift. Symptoms included high and low blood glucose. Outcomes included user-performed troubleshooting and education without need for medical intervention. Investigation included technical troubleshooting and user education on supply replacement. Investigation of this case revealed no confirmed device malfunction and no component failure, and the event remained cause unclear given the inconsistent glycemic pattern despite reported adherence. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.